Event description:
Fujifilm corporation became aware of a complaint involving sys/mr/echelon oval 16ch. It was reported that the magnet room filled with smoke. On (B)(6) 2025, during a scan (a lumbar scan), the magnet began to smoke. The scan had to be stopped immediately when smoke filled the room. The male patient was promptly evacuated, and the building was evacuated as well. The fire department and an ambulance were called, but there were no injuries. The patient was assessed by ems and left the facility. The patient was fine. Although the scanner was still operational after the incident, it was shut down at the request of service personnel. A blackened area of plastic was found at the back of the magnet. As a result, all patient appointments for that day ((B)(6) 2025) and friday ((B)(6) 2025) were canceled. The scanner was repaired over the weekend and resumed operation on (B)(6) 2025. Patient returned (B)(6) 2025 and finished his scan on the same machine after it was fixed. However, there is still an occasional electrical smell in the magnet room, though it is not as strong as it was the previous week. As per the engineer ~ the issue with the MRI machine was caused by a fault in the rf cable, which was running next to the gradient contacts, with this damage MRI system could not be run. The rf cable had shorted out, leaving severe burn marks and ash on the cable and some ash on nearby covers - gradient contacts. Prior to the incident, the tech had completed the pre-scan, t1 and t2 sequence. There had been ongoing construction and hvac repairs at the site, and workers had informed the tech that their work could cause some unusual smells, which had been noticed on previous days.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.